Event description:
A report was received that the patient had itching ever since being implanted. It was unknown if itching was device or procedure related. The patient was given medication to stop itching.

Event description:
A report was received that the patient had itching ever since being implanted. It was unknown if itching was device or procedure related. The patient was given medication to stop itching.

Manufacturer narrative:
Additional information was received that the patient¿s symptom has been resolved after being administered with medication.

Manufacturer narrative:
Date of event: 2008.